Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a shunt. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon third inflation at 10 atmospheres for 1 minute and a balloon pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.